Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support attempted to follow up for additional details via email and phone call, leaving a voice message, but no additional information was received regarding the outcome of the event.